Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "if endoscopes and accessories are not sufficiently reprocessed, patients or operators who come into contact with them may become infected." Olympus will continue to monitor field performance for this device.

Event description:
The sample was collected after storage.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure with no deviations. Water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel was flushed with water and air by using the mh-948. The device passed the leak test. During manual cleaning, the detergent used was endozyme. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was the end cleanse by john john. There were no defects with the aer. All channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of the disinfectant was controlled. The device was dried by aer dry process and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection.

Event description:
The customer reported to olympus, the evis lucera small intestinal videoscope tested positive for an unexpected contamination of pseudomonas aeruginosa and hence requested an inspection for scratches in the device. The issue was found during a routine culture of the scope. The automated endoscope reprocessor (aer) used by the facility was endoclens. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned and evaluated. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. There was an abnormal sound due to damage on up/down knob. Adhesive on bending section cover had a chip.due to slipping-out of light guide-bundle, illumination was poor. Light guide lens had a crack and discoloration. Objective lens and control unit had discoloration. Scratches were found on the following parts: connecting tube, distal end cover, control unit, grip, universal cord, scope connector, scope cover, switch box, up/down knob, right/left knob and universal cord protector. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.